Event description:
It was reported that the patient experienced hernia with the inflatable penile prosthesis (ipp) due to abdominal pushing during bowel movement. This caused the reservoir to pop out of space. The ipp reservoir was removed and replaced a new one. The new reservoir was filled, reconnected to the cylinders, and placed in a different location. No further complications were reported in relation to event. The product was explanted but not expected to be returned. Should additional information be received or the product be returned, a supplemental report will be filed upon completion of product analysis.